Event description:
The lay user/patient contacted lifescan in early 2009 and alleged that the battery leaked from her one touch profile meter. The medical affairs specialist (mas) called and spoke with the pt five days later, and obtained additional info. The pt informed the mas that she received a meter package (believes it was from lifescan) in end of december (specific date not provided). The mas verified that the seal of the package was closed. The pt did not recall when she opened the package and attempted to test on that one touch profile meter. However, she tried to test by inserting the test strips, the "meter was not working" and she thought that there was no battery in the meter. She then tried to replace the battery and opened the battery compartment. This is when the battery leaked "all over her hands and legs." The pt stated that she was "itchy all over" and her hands and feet were "all red." The next morning, she had a dentist appointment and was questioned by the dentist if she was allergic to anything. She mentioned the battery leakage and was advised to go to the ER immediately. By this time, the pt stated that there was "bleeding under the skin, blisters on her hands and feet, and some skin was pulled off from a finger." At the ER, she was kept for a few hours and was told that there was "alkaline damage to her skin." The ER personnel applied medication to her hands and feet and bandaged them. The mas requested the pt to provide the serial number of the meter, lot number of the test strips and any other info from the package that she had received. However, the pt refused to touch the meter or the supplies. She informed the mas that she did not feel that the test strips "went with the meter" since she was not able to insert it properly in the meter when she had attempted to test and figured that the "meter was not working." This complaint is being reported because the pt allegedly experienced a serious injury after product issue began. She reportedly received medical attention. The alleged issue was not resolved since troubleshooting could not be performed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.